Manufacturer narrative:
The catheter was received at numed (B)(4), inc. The catheter is intact and all components are accounted for. The balloon has a burst that is longitudinal. A review of the report from the physician shows that this device was being used off label for an unapproved indication and was also used without an inflation device with pressure gauge. The IFU has a warning that states - "do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." Two comparative catheters were pulled and tested for rated burst pressure. Both balloons were inflated with room temperature water to the labeled rbp of 1.5 atm with no issues. The balloons were then taken above rbp until they burst. One catheter burst at 2.0 atm and the other one burst at 2.5 atm. Both catheters were well above the labeled rated burst pressure.

Event description:
As per the incident report sent to numed (B)(4), inc. From the distributor - "we performed balloon aortic valvuloplasty with tyshak 25 x 60 balloon during rapid pacing. The annulus measured 26.5mm. The balloon ruptured after 4 sec of inflation."